Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: received 1 complaint sample along with suture, needle for code nw2762, lot t8013. Suture received in partially disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was not returned for investigation. Returned needle was inspected under magnification and found satisfactory. Reference sample: 1 intact reference sample was returned for code nw2762/t8013. The foil pack was visually inspected under a magnification for any damage and showed a multitude of wrinkles over the whole foil. The received reference sample opened and visually inspected. The primary pack was opened, and suture and needles were found intact. The primary packs of retain samples were visually inspected for attribute defects and no such defects were observed. The sutures were physically inspected for any attribute defects and no such defects were observed. The suture then tested for knot pull tensile strength test and found to be meeting specification requirement. Knot pull tensile strength value of reference sample was found to meet specification. Five retain samples of incident codes and lot number were retrieved from retains for analysis. The primary packs of retain samples were visually inspected for attribute defects and no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no such defects were observed. The needles were inspected for any attribute defects and no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the requirement. Retain as well as reference sample average as well as individual knot pull tensile strength values were found to meet the in-house requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not a duplicated complaint.

Event description:
It was reported a patient underwent an embolectomy on (B)(6) 2019 and suture was used. The suture breaks during the procedure and not as strong. No reported patient consequences.